Manufacturer narrative:
(B)(4). The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was then placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the device alert recorded in the alarm logs. The se was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a background failure alert. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The patient was not harmed or injured as a result of the event.